Event description:
Patient on ventilator. Suddenly o2% at 21%. Ventilator setting was 70%. Nurse attempted to change ventilator to 100% o2 and was unsuccessful. Then attempted to deliver 100% o2 via suction, machine showed option to be inactive. Patient was manually ventilated until the machine was changed. The machine was evaluated after being removed by respiratory therapy. There was water found in the circuit which was felt to be the cause of the problem.